Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead had impedance issues. There were lowering impedances due to clavicular crush.